Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to both right leads are auto reducing and left s2 lead migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein 3 leads with high impedances. Surgical intervention took place wherein the leads were explanted and replaced, and effective therapy was established.